Manufacturer narrative:
(B)(4). Event is still under investigation. MFR date is unk.

Event description:
On (B)(6) 2011, the customer had the luer lock end pull completely off the ultrathane intro-tip design curved universal drainage catheter. This action has occurred 2 separate times, once from a known lot number (1820334-2012-00002) and once from an unk lot number. With the separation, the possibility of the catheter slipping into the chest or abdominal cavity does exist. On (B)(6) 2011, this action repeated itself with the same known lot number previously mentioned (1820334-2012-00003). A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.